Manufacturer narrative:
A ge service representative performed an on site investigation. The contacts on the ps1 power supply were cleaned and reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently stop fluoroing during a case, requiring a reboot. The system was locking up. There is no report of patient injury.